Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding issue occurred. The wearable was inserted on the arm on (B)(6) 2025. On (B)(6) 2025, the patient removed the sensor after the bleeding occurred but was not able to stop the bleeding. No symptoms besides the bleeding were experienced, but the patient went to the emergency room around 06:30pm. The patient required stitches to stop the bleeding. In addition to this the patient received a lidocaine injection. After the procedure, the patient was discharged around 9:00 pm - 9:30pm. Around the time of the event the patient was taking plavix 75 mg a day. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.